Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was postponed and completed on later date. A philips service engineer inspected the system onsite and analyzed the log file. The analysis identified x-rays could not be emitted due to a lack of communication between the front and side generators and the host pc. The issue was resolved after the system restart and no further occurrences reported. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.